Event description:
The pt was injected into the nasolabial folds and the upper lip. The pt allegedly developed swelling within an hour of treatment. The pt required IV solumedrol for resolution. The pt was evaluated over a month later and allegedly has palpable nodules in lower lip.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.